Manufacturer narrative:
Occupation: pharmacien assistant specialiste. PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during treatment of post partum hemorrhage (pph) using a cook bakri postpartum balloon with rapid instillation components, the balloon deflated. After the bakri device was placed, the patient notified the medical team because she felt that something was falling out. The balloon had deflated and only 20ml of saline remained. The bleeding was already controlled, and there were no consequences to the patient. No additional procedures were required. No adverse effects were reported due to the alleged malfunction.

Manufacturer narrative:
Ec method code desc - 5: communication/interviews (4111). Investigation - evaluation reviews of complaint history, device history record, instructions for use (IFU), and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded a definitive cause can not be determined for the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 03jan2020: there was 2500cc of blood loss when the decision to insert a balloon was made. There was 2800cc of blood loss total. The complaint device was indwelling for 7.45 hours. It is unknown where exactly on the device the leak was coming from. The patient called because she felt the device "drop". The balloon was inflated with 500cc of saline. At 17:45 there was only 20cc remaining. There was nothing in particular noticed between the insertion and withdrawal of the device. Pictures were requested but none are available.